Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nose bleeds. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose bleeds an issue related to a CPAP device's. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory flip port door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Internal investigation: there is unknown debris in the tracks of the ui panel. Pil notes that there is an unknown residue on the bottom enclosure, rear panel, and front panel suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. During the investigation there is evidence of sound abatement foam degradation/breakdown was not observed in the base unit, a keratin-like substance was observed around the blower box outlet, mineral spots consistent with water ingress were found within the bottom enclosure, rear panel, and front panel. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device. Sections d8, d9, h2, h3, h6 has been updated in this report.